Event description:
It was reported that the patient was experiencing sternal pain and flatulence since implant. The right ventricular (rv) lead was re positioned with only minimal relief. Rv pacing function was then programmed off with no change. The lead was explanted. The right atrial (ra) lead was explanted along with the rv and replaced with a smaller lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).